Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -14.5 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and problem was resolved.

Manufacturer narrative:
Additional information: the patient's post-op uncorrected visual acuity is 20/20. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. A visual inspection was performed, observing no visible damage to the lens. Conclusion code: per dfu, this lens model is contraindicated in the patient's age being under 21 years. (B)(4).